Event description:
It was reported, that the patient presented to the hospital as an in-patient. Upon interrogation of the pacemaker, it was noted, that the right atrial lead exhibited under sensing of noise. Which resulted in over pacing. The noise was reproducible in clinic. The ra lead was capped and replaced on (B)(6) 2023, during a scheduled lead revision procedure. The patient was in stable condition throughout.